Event description:
Customer alleges the footplate came up when she was getting off the scooter resulting in a fall.

Manufacturer narrative:
The date of incident , serial number, and date of manufacture have not been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.